Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer's trainer had updated his settings, due the changes and his lifestyle he was experience high blood glucose levels. He needed assistance to change his setting back. His blood glucose would be 200 to 423 mg/dl. Troubleshooting wasn't performed as customer didn't think the insulin pump was malfunctioning. The device is not returning for analysis.